Event description:
It was reported that the tubing was weakened and eroding at one spot near the insertion to the PICC line. There was no patient harm reported.

Manufacturer narrative:
Additional information provided:

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics not provided.

Event description:
It was reported that the tubing was weakened and eroding at one spot near the insertion to the PICC line. There was no patient harm reported.